Event description:
It was reported by service report that the caster (wheel) was not moving. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Mfrs investigation is still ongoing; if add'l info is received, a follow-up report may be submitted.